Event description:
M05 00771 - impaction frame (circular piece) m05 00791 - impaction frame handle both instruments are intended to be assembled to exerce a compression on the implant when the surgeon hits the handle. It has been reported that the impaction frame broked while the surgeon was impacting the tibial component. This resulted in the surgeon impacting the patient and fracturing the patient's medial malleoulus (patient injury). The surgeon threw some colag screws to fixate this fracture site. At this stage there is no additional information on the patient's condition. Additional information is to be collected and investigations are in progress.

Manufacturer narrative:
Batch history records of the products involved in this complaint were reviewed and assessed (batches 1906147, 2105057 and 2105063). No non-conformity which might explain the complaint was determined. On the batch 1906147, (B)(4) quality events were recorded: - alter request reference (B)(4) about an alteration of (B)(4) pieces of the batch. After alteration, the batch was released. - change request (cc) reference (B)(4) about change of most of instrument's quantum including a global modification of the geometry of the reference (B)(4) - exemption request (B)(4) about minor change in procedures in order to manufacture easily the first batches of the instrument on the batch 2105057, only an alter request reference (B)(4) was recorded about an alteration of (B)(4) piece because of rust dot. After alteration, the piece was released. Then, the semi-finished products batches used for the finished products were reviewed ((B)(6) corresponding to the batch 1906147 and (B)(6) corresponding to batch 2105057). The results of these batches were conform to the specifications. All the controls, including the dimensional checks are compliant. However, quality events were recorded on these of: see above for (B)(4). Then, the change request (B)(4) on (B)(4) handle, which was initiated to improve the handle design and its assembly on the impaction frame. The involved batches were released according to their specifications. The change control reference (B)(4) was opened in (B)(6) 2021 following feedback from the field reporting several cases of instruments breakage due to insufficient connection of instruments before impaction. As a result, a modified version of the instrument has been created with a harder screw to secure the locking between the handle and the frame, and to ensure that the instruments are correctly connected before impaction. The change control was released on (B)(6) 2023. The first impacted batched by this cc are 2203438, 2203439 and 2203440 and the batches involved in this complaint are older. Based on an analysis of previous complaints, the main hypothesis that could explain this event related to is an incorrect use. The user may not have fully tightened the handle on the frame before hitting the ground, which could have damaged the threads on the handle, making it impossible to disconnect the two instruments. Then, given the number of identical complaints, a second hypothesis was put forward, which blamed the design of the instruments. As a result, a design change was made to resolve the problem ((B)(4)). Moreover, another change was recorded onto the reference (B)(4) about an addition of a quick coupling feature for connection with tibial broach and impaction plate (no modification of the impaction features). The product references (before the design change and at the root of the event) are no more manufactured. Investigation of this complaint shows that: - no non-conformities were found on the batches used. - the returned products (handle and impaction frame) confirmed the defect. - the product design of the handle and impact frame might explain the complaint. - change control was recorded about the handle and the impaction frame design. - incorrect use of the products could be an hypothesis of the event. Regarding the handle and impaction frame, the root cause is a design and use cause.

Event description:
(B)(4) - impaction frame (circular piece). (B)(4) - impaction frame handle. Both instruments are intended to be assembled to exercise a compression on the implant when the surgeon hits the handle. It has been reported that the impaction frame broke while the surgeon was impacting the tibial component. This resulted in the surgeon impacting the patient and fracturing the patient's medial malleolus (patient injury). The surgeon threw some colag screws to fixate this fracture site. Case was delayed by approximately 20-25 minutes due to the broken medial mal and having to throw additional screws. No other patient impact was reported. Additional information received: tibial impaction frame and the handle broke off. The handle cold-welded into the impaction frame and the surgeon had no control over the impaction. This led to him impacting the patient and resulted in fracturing the patient's medial malleolus.